Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string on the tampon was too short and she was unable to remove the tampon from her vaginal cavity on her own. She stated she had to have her boyfriend remove the pledget. The pledget was successfully removed from her vaginal cavity and she did not seek medical attention. She did not experience any adverse health effects.